Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/23/2016, that on (B)(6) 2016, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the thigh on (B)(6) 2016. Reportedly, the patient entered finger stick values during error reading symbol. Additionally, the patient was wearing the sensor more than seven days. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: do not calibrate if the glucose reading error symbol shows in the status area. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.